Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: a review of the pump black box showed no activity related to a temperature issue. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or defects were observed to the power components. The complaint of a temperature issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.